Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii video system center had no image when using 180 series scopes and only color bars were displayed. The issue occurred when preparing the device for use. The customer replaced the cord two times, without resolving the issue. The customer then discovered the cord was being inserted into the video system upside down. The issue was related to operator error and had been resolved. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image being displayed could not be identified. However, it¿s likely the cause is related to misuse of the customer by way of the pigtail being inserted upside down. Olympus will continue to monitor field performance for this device.